Event description:
A health professional reported via a literature article that multiple patients experienced increase laser flare and presented decreased endothelial cell loss after a cataract surgery by using an ophthalmic viscosurgical device (ovd). This is an old literature article. Due to the unlikelihood of obtaining additional information, follow-up for this literature articles could not be attempted.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Literature citation: os. Healon5 versus viscoat during cataract surgery: intraocular pressure, laser flare and corneal changes. Graefe¿s arch clin exp ophthalmol. 2000, 238:861¿867. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No lot code or sample provided as this complaint is related to a literature article. No further evaluation or root cause analysis can be conducted at this time. No root cause could be determined as no sample or lot code was provided for analysis. No action is warranted. The manufacturer internal reference number is: (B)(4).